Manufacturer narrative:
Device codes: 2588 labeled 2889 labeled. Internal file number - (B)(4). Correction: adverse event changed to product problem. Correction: serious injury changed to malfunction. Device code 1562 removed and replaced with 2588 and 2889. Evaluation summary: a visual inspection was performed on the returned guide wire and the core and coils were noted to be separated. The reported tip kink/bend was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during the reshaping of the tip, the physician inadvertently over shaped the tip causing the reported kink and the appearance of a defective device. Inadvertent mishandling and/or manipulation of the guide wire during packing for return analysis likely resulted in the noted core/coil separation and the stretched coils. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initial report, additional information was provided. The lesion that was treated was the left anterior descending artery that did not have any tortuosity or calcification. The tip of the guide wire was attempted to be reshaped; however, the j shape became too bent (no separation) so it was not used in the patient anatomy again. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 190 cm turntrac guide wire was used; however, the distal end of the device separated. Type of treatment was not specified. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.